Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on and the lcd screen was unable to be viewed. The device's system board and power management board need to be replaced to address the issues.